Event description:
A third party service provider informed siemens on (B)(6) 2014 that a patient fell off of the CT scanner table. Reportedly, the customer loaded the patient onto the table by using a board used for head scans and the patient was not strapped onto the table. The scout scan was completed and according to the tech the patient slightly raised their leg and at that point they slid downward toward the gantry bore and made contact. The tech said the patient complained of back pain and was taken to the emergency room. There is no other available information on the patient's status.

Manufacturer narrative:
Siemens was notified of the reported event on (B)(4) 2014. This MDR will be mailed on (B)(4) 2014. Investigation shows that all functions of the CT table are operating correctly and are within specification. The CT system operator's manual cautions the user to always fix and observe the patient during system movements to avoid injury. Considering this, no corrective action is initiated.